Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, implantable cardiac monitor exhibited post-sensed t-wave oversensing and far p-wave oversensing. Programming changes were made. There were no patient consequences.